Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. Had observed the fluid leak at the probe was caused by the lack of rotation of the blood sampling valve (bsv). The fse replaced solenoid 17 to correct the bsv movement issue. Solenoid 17 is responsible for the secondary (manual) probe return. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument was spraying diluent from the manual (secondary) probe during shutdown and startup. The volume of the leak was approximately 50 ¿ 60 ml of fluid and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.